Event description:
Info received indicates, the bed is not going into brake when activated from right pedal.

Manufacturer narrative:
The technician found the brake/steer caster was not locking. The technician replaced the caster to repair the bed.